Manufacturer narrative:
One unit was received. The sample consists of one cassette product from part number 21-7308-24, lot number 4342748. The sample was received in used conditions, without its original packaging and inside in a plastic bag. Visual inspection found no damage. Functional testing detected a leak in the medication bag and the tube. The investigation confirmed the customer reported issue. There is not non-conformance or deviation related to the failure reported in the device history record.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leakage occurred between the route and the bag during injection. The event occurred during priming at the facility, there was no patient involvement.